Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Patient alert for oot subthreshold lead impedance (B)(6) 2013. Daily hv lead trend data shows an increase for defib active can on impedance= 74 to 107 ohms range between (B)(6) 2013. Concomitant products 5076 implantable pacing lead - (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited high defib impedances. The lead remains in use. No patient complications have been reported as a result of this event.